Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 55840005525, 510k #: k113174 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the pre-operative diagnosis of 'ossification of the posterior longitudinal ligament' and paralysis. The patient underwent posterior fixation at t1-t6 and laminotomy at t1 and t2. Even after the procedure, patient's symptoms did not improve. The patient also had hematoma. Hence, a revision surgery was needed using ohtsuka method. On (B)(6) 2019, the patient underwent postoperative hematoma removal procedure. On (B)(6) 2019, ohtsuka method was performed. Fixation was also performed at c6-c7 and laminectomy was performed at c7 and t1-t3. On (B)(6) 2019, postoperative hematoma removal procedure and ohtsuka method at t1 were performed additionally. No malfunction with the product was reported. Patient's health condition after the revision surgery is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.